Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 117", "defib disabled", "pacer disabled" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.